Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 21mm 3300tfx valve, implanted in aortic position, was explanted after an implant duration of 2 months and 28 days due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valve.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation as it is unknown when/where the device was explanted; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
Through implant patient registry, it was reported that a 21mm 3300tfx valve, implanted in aortic position, was explanted after an implant duration of 2 months and 28 days due to recurrent endocarditis (mssa), valve dehiscence, and stenosis. The explanted valve was replaced with a 25mm 11060a aortic valved conduit.per medical records, the patient has a recent history of native av streptococcus endocarditis s/p avr using a 21mm 3300tfx aortic valve and tricuspid valve repair. She had a prolonged hospital course which as complicated by a cva with septic emboli to the brain, lungs, and spleen a residual right arm weakness. She presented to the hospital with nausea, vomiting, diarrhea, poor oral intake, and generalized weakness 2 months and 2 weeks post implant of the 3300tfx aortic valve. She was febrile and hypotensive. Blood cultures grew mssa, and a tee showed a multilobar vegetation on the bioprosthetic valve and annular phlegmon with mild as and no ar and an aortic root abscess. CT of the abdomen and pelvis showed findings suspicious for bilateral renal infarcts. She also developed heart block requiring ppm implantation. She was started on a course of antibiotics and underwent a redo avr using 25mm 11060a konect resilia aortic valved conduit. The patient was discharged from the hospital on pod# 24.